Manufacturer narrative:
The exact age of the patient is unknown however it was reported the patient was over 18 years old. Event of sensor guidewire snapped during procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis was performed, the product returned presented the corewire detached from the distal tip; and the coilwire severely damage. The device shows signs of manipulation. It is most probable that procedural factors could have generated the failures encountered. Therefore the most probable root cause is ¿operational context¿. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a procedure. According to the complainant the sensor guidewire snapped. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a procedure. According to the complainant the sensor guidewire snapped. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.